Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported by the patient that the ventricular lead moved and need to be repositioned. A procedure was scheduled. Follow-up attempts for additional information from the clinic are in progress. No information has been received at this point. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.